Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the toric markings on the iol are not aligned with the haptic-optic junction. Iol was explanted and a new iol implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A photo was provided or and implanted monofocal toric lens, single-piece lens. The toric axis marks appear to be misaligned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Based on review of the provided photo the toric axis marks appear to be misaligned. The product information was not provided. It cannot be determined when the lens was manufactured or which facility manufactured the lens. The root cause for this type of misalignment is related to the milling process. Auto-milling equipment did not properly place the wafer on mill post to ensure correct location of axis marks in relation to the mill path. This was determined to be a cosmetic issue. The toric axis is aligned with the toric axis marks. This is set by the mold. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Toric lens models have a 100% inspection at plainview to verify the axis mark alignments fall within the position bands per an approved template. The lens would not have met release criteria for the axis mark alignment. Improvements to the planview procedure to align requirements for inspection order and axis marks alignment with the templates was completed on 7/5/2023. Not enough information was provided for further investigation. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).